Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a high blood glucose level of over 400 mg/dl. The customer reported an insulin flow blocked alarm due to bent cannulas on two infusion sets. The customer did troubleshooting the issue. The insulin pump will not be returned for analysis. The customer declined the high blood glucose level troubleshooting. The customer treated the high blood glucose with a manual injection.

Manufacturer narrative:
The information provided that the event date with the initial report was incorrect. The correct information has been included with this report. The date on the initial MDR¿s was incorrect. The correct date was 14-jul-2017.